Event description:
(B)(4). It had horrible periods ever since essure was put in, rashes, hair falling out, bruising, painful intercourse, high anxiety before periods. I am paying (B)(6) plus travel expenses to have it removed without having to have a hysterectomy.